Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device failed to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 3.00 x 28 mm synergy stent was advanced for dilatation. However, it was unable to insert into the distal lesion due to severe calcification. The procedure was completed with another of the same. There were no patient complications reported and the patient condition was fine. However, returned device analysis revealed that the stent was damaged and detached and a visual and tactile examination of the outer and inner lumen and mid-shaft section found a laser cut region damaged, 4.2cm proximal from port exchange.

Manufacturer narrative:
Device evaluated by MFR.: a 3.00 x 28 mm synergy stent delivery system was returned for analysis. A visual and tactile examination of the outer and inner lumen and mid-shaft section found laser cut region damaged, 4.2 cm proximal from port exchange. Examination found that stent was damaged and not attached to balloon. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was 0.0457 inches which is within max crimped stent profile measurement. No issues identified with the hypotube shaft. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. Bumper tip showed no signs of distal tip damage. A device-to-device interaction test was performed and a 0.0140' inch guidewire could pass through the device.